Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the external pulse generator (epg) was dim. The current status of the epg is unknown. There was no patient involvement.